Event description:
It was reported that during a liver resection procedure, the white tissue pad broke in half and fell into the patient. The pad was removed through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.